Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which a second cuff was added to the existing system. The surgery was said to have gone well. It was stated that the physician did not have information regarding the original surgery date or lot numbers for the existing device. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient did not experience any further adverse event and was doing fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided.